Manufacturer narrative:
This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.

Event description:
While the physician was manipulating the palmaz genesis in the left renal artery, the stent of the product dislodged from the balloon. An attempt to retrieve the stent with a snare device was made; however, the stent moved into the pudendar artery of the pelvis. Pt's current status is unk. The product is unavailable for analysis.